Event description:
It was reported that one day post implant it was noted that the right ventricular (rv) lead thresholds were high. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.